Manufacturer narrative:
Cynosure lutronic technology (clt) clinical team contacted the site to investigate the event. Clt clinical confirmed there was no patient injury. Maxy is a ipl handpiece and not a laser based handpiece. Although it was firing continuously, this is not an accidental radiation occurrence (aro) since it is not a laser-based handpiece. The device history record was reviewed and confirmed passing and meeting all requirements prior to release. A device evaluation has not yet been scheduled. When the device has been evaluated, an investigation will be updated as needed. The event is reportable per FDA medical device reporting title 21 cfr part 803 since an observed malfunction occurred and could likely cause or contribute to a serious injury if the malfunction were to recur.

Event description:
It was reported that icon maxy handpiece was firing even when the footswitch wasn't pressed during a hair removal treatment. No patient injury occurred.